Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the device failed to detach and a red light appeared. It was retrieved and the web detachment controller was replaced with a new one. The attempt was repeated, but the same issue occurred. The procedure was then successfully completed using a different product. There was no patient harm. The patient outcome was reported as stable.